Event description:
The customer reported the system experienced communication errors. This error is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane and x-ray hand switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.